Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure involving a single use loading unit, an inconsistent staple line was detected, necessitating additional surgery. Another device from a different manufacturer was used to complete the case.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, a video was provided. Visual inspection noted a large opened tissue cavity could be seen. The tissue was manipulated with tweezers. Tweezers were used pressed against a staple line. A hole at the distal end of the staple line could be seen. The tissue was moved. The hole could be seen on the other side of the staple line. Tweezers were inserted into the hole. The tweezers were removed. It was reported that the staple line was incomplete. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that after a procedure involving a single use loading unit, an inconsistent staple line was detected, necessitating additional surgery. Another device from a different manufacturer was used to complete the case. It was noted that the patient was currently extubated, still in the ICU for reasons of hemodynamic surveillance, already accepting an enteral diet. According to the surgeon's report, this patient will later need a new surgery to reconstruct the intestinal tract, resection of ileocolonic anastomosis and closure of a double-mouth ileostomy. On the fourth day after surgery, the patient began to experience abdominal pain, abdominal distension and worsening of the leukogram. On the fifth day after surgery, the patient underwent a tomography, which showed a free pneumoperitoneum. It was then decided to re-approach, whereas shown in the video sent, the clamp line was open. Between the ileum and the colon it was frayed.